Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary stent was to be used in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was placed to treat a hilar cholangiocarcinoma. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the physician thought that he was deploying the stent into the patient's common bile duct, but mistakenly deployed the stent in the pancreatic duct. The physician confirmed that the stent was placed in the unintended location post procedure by CT scan. A scope was inserted in an attempt to remove the stent but the physician was unable to remove it. To avoid pancreatitis, the physician deployed a tube stent and the procedure was completed. The tube stent will be removed and a pancreatic duct stent will be implanted at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.